Manufacturer narrative:
Product investigation is in progress.

Event description:
[Tampon] leaving part of it inside - vagina [foreign body in reproductive tract]. Anxiety [anxiety]. Discomfort - vagina [vulvovaginal discomfort]. Broken part - tampon [device breakage]. Case narrative: consumer reported via e-mail that a tampon broke inside her. No serious injury reported.